Manufacturer narrative:
The device was not returned for analysis; it is not possible to perform a device evaluation without return of the device. However, it was reported by the user facility that the reported event occurred after the device was damaged from being touched with a bovie tip. The device was not returned for analysis.

Event description:
It was reported that during a surgical procedure conducted at the user facility fluids from the procedure soaked through the toga. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.